Manufacturer narrative:
After investigation, it was found that the reagent was the cause of the malfunction. This issue is isolated to the tnt assay on the e801. This product is not manufactured in the us. The us is not impacted as there is no tnt assay marketed for use on the e801 instrument in the us.

Manufacturer narrative:
Country of origin is (B)(6).

Event description:
The initial reporter received questionable elecsys troponin t hs results for 2 patients from the cobas 8000 e 801 module analyzer. Patient 1: the initial result was 119 ug/ml and the rerun results was 22.6 ug/ml. Patient 2: the initial result was 263 ug/ml and the rerun results was 17 ug/ml. The questionable results were reported outside the laboratory. The reagent lot number was 419260-01 with an expiration date of '2020-11'.